Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. Bolton medical is voluntarily reporting a device malfunction related to a treo custom device. The treo custom device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). Based on the information available, the exact root cause of the failure mode experienced could not be determined. Therefore, there were not appropriate results and conclusion "event problem and evaluation codes" available - conclusion code 20 was chosen since the investigation results were inconclusive.]

Event description:
"When the prosthesis has been released, the anatomy / position of the first stent has changed. The first stent has moved slightly from a horizontal position toward the vertical. As a result, the distance to the bifurcation has become shorter. For this reason, the contralateral leg has not unfolded properly and has remained stuck on the ipsilateral side. When the transport system is retracted, the tip has remained attached to the throat of the ipsilateral leg and spontaneously detached from the transport system." Patient outcome: "the tip remained in the patient and was secured with a further stent in the position. The contralateral leg would be supplied with a chimney technique."